Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer went to the emergency room due to high blood glucose of 454 mg/dl which was treated with manual injection. It was reported that when insulin pump was used, blood glucose would not lower. Customer received an auto off alarm which was cleared by pressing act and esc. Customer went to the emergency room to also rule out infection from central line. Customer went to the emergency room on july 22, 2016 with blood glucose of 386 mg/dl.